Event description:
During the implant procedure, while using the medtronic catheter passer, a vessel was nicked and the patient experienced bleeding. Physician tied off the vessel but found a deeper bleed. Physician made a third incision, located the bleed, applied pressure, and used cautery to stop the bleeding. This resolved the issue.